Event description:
The patient was initially implanted with an ovation ix main body and two (2) iliac limb stent grafts to treat a pre-operatively contained ruptured abdominal aortic aneurysm (aaa). Approximately two (2) days post initial procedure there was a type ia endoleak the physician elected to place a palmaz stent and ballooned it. Approximately eleven (11) days post initial procedure a follow up computed tomography (CT) was done and the type ia endoleak was still present. The interventional radiologist put in coils and glue. It is unknown if the endoleak was resolved. The patient is stable. Note: the pre-existing ruptured aaa is cautionary product use. Additional information received per clinical assessment confirming that multiple type ii endoleaks (non-device-related failure) and invagination of the polymer ring were also present at the time of the reported event.

Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type ia endoleak and coiling procedure on (B)(6) 2020 are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest type ii endoleaks of the internal mesenteric and lumbar arteries (anatomy-related), and invagination of the second polymer ring occurred that were not included in the event as reported. These findings were discovered during an examination of the 1-day post CT scan and 1-month post angiogram. The most likely causation for the reported event is anatomy-related due to the neck calcifications, which likely contributed to the invagination then the type ia endoleak. The final patient status was reported to be stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an ovation ix main body and two (2) iliac limb stent grafts to treat a pre-operatively contained ruptured abdominal aortic aneurysm (aaa). Approximately two (2) days post initial procedure there was a type ia endoleak the physician elected to place a palmaz stent and ballooned it. Approximately eleven (11) days post initial procedure a follow up computed tomography (CT) was done and the type ia endoleak was still present. The interventional radiologist put in coils and glue. It is unknown if the endoleak was resolved. The patient is stable.